Event description:
It was reported that the insulin pump has error alarms with no audible tone. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis

Manufacturer narrative:
The insulin pump received with frozen display on the countdown screen followed by constant tone, problem isolated to the mother board. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display and constant tone. The audio tone functioned properly. The insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.